Event description:
It was reported that noise reversion alerts were observed on both the atrial and ventricular channels of the pulse generator. The noise could not be reproduced with isometrics. The patient had a bladder stimulator. The pulse genera- tor's auto sensing was turned off and segms were turned on. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.